Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned multiple times due to placement difficulty. The physician was very frustrated with the varying r-wave measurement differences between the implantable pulse generator (ipg) device and the analyzer. The lead remains in use. No patient complications have been reported as a result of this event.